Event description:
The arteriotomy was successfully closed with the closer tsl 6fr device. 1 to 2 hours later it was noted that pulsatile flow to the foot and leg had been lost. The pt was taken to surgery and the vessel opened to restore flow. The pt recovered without furthur complications.